Manufacturer narrative:
Complaint confirmed. The hex feature broke off from the device. The caused is undetermined, however likely causes of the event include hitting the device with another object, continually applying torque when the implant is not advancing and/or fully seated.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that a calcaneus medialisation was performed with a lps 6.7 screw was used. During screwing in the screw the screw driver broke off completely. The broken piece was retrieved from patient. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.